Manufacturer narrative:
The failure mode was related to a dirty probe wipe. The customer technical specialist (cts) instructed the customer to clean the probe wipe. Post cleaning the customer verified the instrument, no further leaks were observed. Service was not dispatched for this event. (B)(4). Cts assisted customer by phone.

Event description:
The customer reported a leak approximately 10 mls in volume coming from the probe of the coulter® act diff 2 analyzer. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.